Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's girlfriend reported via telephone call that the insulin pump buttons were not responding properly. The blood glucose reading was 418 mg/dl. The customer was treated with manual injection. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The pump had no button response due to corroded keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the motor error alarm due to the button keypad anomaly. The motor passed the motor test. The pump had minor scratches on the display window, and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.